Event description:
Information received notes increasing capture thresholds and possible lead fracture. During a follow-up three months prior to explant, the patient stated she had lightheaded- ness with rapid position changes and on one occasion, chest heaviness with exertion which was relieved with nitro- glycerin. The patient's intrinsic rhythm was 75 bpm.